Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to component failure.

Event description:
During routine testing of the device at the service center, the service technician reported that the rear cover was cracked. Since the event occurred during routine testing, there was no patient involvement during this event.